Event description:
After approx one year of successfully using the hero vascular access device for dialysis, the pt underwent attempted balloon thrombectomy at a vascular access center and the device became disconnected. Pt was transferred to the hosp and underwent an operative procedure to reconnect the device. Pt remained hospitalized for 6 days to receive heparin treatment until inr levels were adequate on coumadin. Pt has continued to successfully use the device for dialysis access in the six months since discharge.

Manufacturer narrative:
With the info rec'd we are not able to determine the cause of the device becoming disconnected one year after implant during a routine declot procedure. No films are available to determine if proper connection was made at implant, but images of the cut end of outflow component after disconnection indicate it was possibly not cut straight as indicated in the IFU. This could potentially have led to the outflow component not being seated all the way across both barbs of the graft connector at implant, which may have led to the device becoming disconnected during the declot procedure with a high pressure balloon. Tests conducted internally show the device cannot become disconnected if attached properly at implant, event with a balloon inflated near the connector. The pt has been fine for the 6 months since the procedure. The surgeon has implanted at least 8 add'l pts since that implant without any reports of disconnections.